Manufacturer narrative:
Referring to the product inquiry the lag screw, ti gamma3® ø10.5x95mm is the primary product. No further associated products were reported. Failures in material or manufacturing were not found. Review of the device history records for the reported lag screw revealed no discrepancies; the device was documented faultless prior to distribution. The received lag screw shows intense traces of use. Signs of load bearing (friction marks) are partly visible on the convex surface of the lag screw, whereas it could not be determined which was the superior and inferior portion during implantation time since no imprint resp. No mark of the set screw tip was found at the intended location on the ground of one of the 4 lag screw grooves. If the set screw would have been inserted as intended, a small imprint would be visible at the ground of one groove (the superior one). Typical signs of high axial load bearing at the lateral inferior portion and the medial superior portion of the lag screw are not visible. Traces of wear are rather found running spirally around the convex surface which revealed rotation of the lag screw during the implant residence time. This presupposes that the set screw has not been placed properly as intended in order to avoid rotating movement of the lag screw. Functional inspection: a test with the returned lag screw and a sample trochanteric nail and set screw was carried out to check the functionality of the affected lag screw and in order to confirm the assumption that the set screw was not properly inserted as intended intra-operatively. Result: the received lag screw passed through the proximal bore of the nail and the set screw could be inserted up to the end stop (the tip touched the ground of the superior groove and has generated an imprint). After the check the imprint of the set screw tip was clearly visible at the ground of the (mid-) groove. After unscrewing the set screw by one quarter (¼) of a turn and sliding the lag screw towards medial a second imprint was generated at the lateral (ascending) end of the groove, where the set screw has stopped the lag screw (as intended) and prevented it from entirely migrating through the bore towards medial. General aspects: the basics of the gamma3-system are the interaction of nail kit (including a set screw) and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relatively rigid construction and is solved by lateralization of the lag screw. Gamma3 lag screws are designed to transfer the load of the femoral head into the nail shaft by bridging the fracture line to allow faster and more secure fracture healing. The set screw is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. (The set screw has a safety feature ¿ a plastic ring ¿ which prevents potential loosening during the implantation period.) The nail allows sliding of the lag screw for dynamic bone compression at the fracture site to enhance fracture healing. In a previous similar case a consulting heath care professional stated the following regarding the mandatorily proper placement of the set screw: ¿general statement on the issue of medial migration of the lag screw in gamma nailing: the medial migration of a lag screw into the small pelvis is a very rare but momentous, potentially even lethal complication of gamma nailing, which is documented in the literature in a number of individual case reports. From a biomechanical point of view it must be noted that a medial migration of a lag screw is only possible when the locking bolt (set screw) is not properly engaged in one of the four sliding grooves. In case of a correctly inserted set screw a significant medial migration of the lag screw, even under application of considerable force, can be excluded. Measures for safe set screw insertion: the use of the set screw is not an option, but it is rather an elementary module of the gamma nail, which must be used. Prior to set screw insertion the lag screw must be precisely aligned for the tip of the set screw may engage into one of the four grooves of the lag screw. The t-handle of the lag screwdriver must be either parallel or perpendicular (90°) to the targeting arm to ensure that the set screw is able to fit into one of the four grooves of the lag screw shaft. The set screw must be inserted sufficiently deep into the ground of the groove. When turning the set screw an increasing resistance (tightening torque) may be noticed whilst the polyamide ring engages the corresponding thread in the nail. This should not be misinterpreted as the final position of the set screw, but turning the set screw shall be continued until contact is felt when the tip reaches the ground of the groove. Finally, a function check has to be performed to verify the correct position of the set screw. The lag screwdriver has to be turned clockwise and counterclockwise to verify a slight play but also a fixed stop at each direction. By performing this simple function test the correct placement of the set screw can be ensured. Under strict adherence to the above steps, which are explicitly described in the operation manual, a significant medial migration and a rotation of the lag screw can be excluded.¿ in this case the available information was forwarded to a consulting healthcare professional for review. His comments: ¿history: implantation of a gamma nail (B)(6); the patient was then mobile in the following year, but had complained in the days before the readmission to the hospital about immobilizing pain on the operated left side. In the x-ray control (B)(6) with pelvic overview and ap/lat. View of the left hip a cut-out of the lag screw with massive dislocation and protrusion in the lesser pelvic cavity is shown. No further complaints were reported. The patient refused the suggested revision operation and was transferred to the geriatric department of the hospital for further treatment. There are no x-rays of the left hip available directly after the first operation. The former hospital report after the surgery in (B)(6) says that the material was in correct position with anatomic reposition of the fracture. In the meantime, photographs of the lag screw are available, obviously in the further process it has been taken out on the (B)(6) 2017. There is no report on this surgery and there are no postoperative x-rays available. The screw does not show signs of fixation through the set screw in its groves. This could be evidence to the assumption that the lag screw was not fixed properly. Additional to this the x-ray of the pelvis made in (B)(6) shows an inhomogeneous lateral neck section of the hip. At least on these control images there are no fracture lines in the pertrochanteric region. Assessing only from these x-rays the fracture looks rather like a lateral neck fracture femur then a pertrochanteric fracture. However, to assess this correctly it would be necessary to see the initial x-rays of the fracture in (B)(6). Conclusion: the patient was operated with a gamma nail in (B)(6). Cut-out and massive dislocation of the lag screw in (B)(6) 2017 and pseudarthrosis in the lateral neck region of the femur. Revision-operation in (B)(6) 2017 with extraction of the screw from the pelvic cavity. Macroscopically there are no signs of the set screw on the lag screw giving evidence, that the lag screw was not fixed properly.¿ based on the above the reported event is not linked to a deficiency of the device, but is rather considered user related (deviation from surgical technique) contributed by poor bone quality (pseudarthrosis in the lateral neck region of the femur). Review of complaint history, CAPA databases, risk analysis and labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product / product family. No non-conformity was identified.

Event description:
Femoral head screw migrated through the acetabulum into the abdomen.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Femoral head screw migrated through the acetabulum into the abdomen.